Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an elective device replacement procedure. During the procedure, the right atrial lead became dislodged. The lead was capped and replaced. Patient condition could not be obtained.